Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic salpingitis with focal acute inflammation in the left fallopian tube.') In a 44-year-old female patient who had essure (batch no. 627729,627311) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, cyst nos, endocervical polyp, metaplasia and haemorrhage nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), abnormal uterine bleeding ("abnormal uterine bleeding") and ovarian cyst ("right ovary cyst"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophoredomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic pain, abnormal uterine bleeding and ovarian cyst outcome was unknown. The reporter considered abnormal uterine bleeding, ovarian cyst, pelvic pain and salpingitis to be related to essure. The reporter commented: 3 to 4 coils were seen at that time, insertion date: (B)(6) 2009 (discrepancy). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, pelvic pain , abnormal uterine bleeding and right ovary cyst lot number: 627311 manufacturing date: 2008-05 expiration date: 2010-05. Lot number: 627729 manufacturing date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 44-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild chronic salpingitis with focal acute inflammation in the left fallopian tube.') In a 44-year-old female patient who had essure (batch no. 627729,627311) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal bloating, cyst nos, endocervical polyp, metaplasia and haemorrhage nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain female"), abnormal uterine bleeding ("abnormal uterine bleeding") and ovarian cyst ("right ovary cyst"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophoredomy with removal of essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis, pelvic pain, abnormal uterine bleeding and ovarian cyst outcome was unknown. The reporter considered abnormal uterine bleeding, ovarian cyst, pelvic pain and salpingitis to be related to essure. The reporter commented: 3 to 4 coils were seen at that time, insertion date: (B)(6) 2009 (discrepancy). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: salpingitis, pelvic pain , abnormal uterine bleeding and right ovary cyst. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: event medical device removal replaced with event salpingitis. Reporter information, lot number, essure insertion date and rcc were added. Event pelvic pain , abnormal uterine bleeding and right ovary cyst added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6)-year-old female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 10 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.